Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and emergency medical intervention while using the ilet. This situation can result in acute metabolic decompensation requiring urgent treatment and is consistent with the reported IV dextrose administration. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data confirmed hypoglycemia on the reported event date preceded by hyperglycemia without a corresponding meal announcement, consistent with unannounced carbohydrate intake followed by reactive correction insulin delivery. Device settings showed volume was set to off and low glucose alerts were not marked as acknowledged, which may have limited timely recognition of the event. Based on available information, the event was attributed to use-related therapy management factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 09-feb-2026 it was reported that on (B)(6) 2026 the user experienced a hypoglycemic event while driving, resulting in loss of consciousness and a motor vehicle collision. The user was transported by emergency medical services and treated with IV dextrose. The user recovered and no long-term health effects were reported.